Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative adjusted the side wall cover switch as it was off by a millimeter. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside the procedure. There was no patient present. It was reported that the pendant was showing the door being open when the gantry was closed.